Manufacturer narrative:
The medical facility did not return for analysis the pump product. The root cause of the acces site bleed is not known at this time. Should further details be share that point to a root cause or product malfunction, a final medwatch will be filed.

Event description:
The patient was admitted in cardiogenic shock and acute myocardial infarction. Upon admission the impella cp was placed to stabilize the patient and prepare for transfer to the tertiary medical center for coronary angioplasty. Upon transfer to the tertiary center, there was bleeding observed from the impella cp access site. The patient had 1 unit of blood infused and a surgical consult to close the groin site and achieve hemostasis. The impella was explanted and escalated to the impella 5.0.